Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Manufacturer narrative:
The customer has responded and indicated the battery was replaced to resolve the issue and the product will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the devices display was flickering. Complainant indicated that there was no patient involvement in the reported issue.